Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 460 mg/dl. The customer thought the infusion set site may be a possible cause of the high bg. The infusion site was changed; no damage was observed. A correction bolus was delivered. A pump system check was performed and no device issues were observed. Upon follow up, the customer reported that the high bg was resolved.